Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. A visual inspection of 5 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. No further information is available at this time.

Event description:
The consumer stated by email that a tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces and did not seek medical assistance. Upon follow-up the consumer reported she was ok.